Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the experienced a low blood glucose (bg) level of 50 mg/dl and was hospitalized. Customer stated cause of the low bg level was due to the hcp entering incorrect bolus settings in the pump. Customer received glucose gel and fluid drips to address bg level. Customer was released from the hospital with no permanent damage. Additionally, it was reported the customer experienced a leaking cartridge. Customer loaded a new cartridge and was successfully able to resume insulin delivery.